Event description:
Allegedly the following occurred: "when the instrument was opened after the anastomosis, it was noted that some of the staples had remained opened and were still on the jaws; the rectum was left opened and some feces escaped into the abdomen; cleaning; patient prescribed antobiotics; stomy."

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated and initially reported as a malfunction. Because the information in the event description is insufficient to support a conclusion that a device related adverse event did not occur, the complaint will be re-coded as a serious injury and reported to the FDA.